Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from another country, indicated that immediately after implantation of a cypher stent. The cypher stent was implanted in the left anterior descending coronary artery targeting a de-novo, concentric, bifurcated and calcified lesion with a type c classification. The lesion length was 25mm and vessel diameter was 3.0mm. Shortly after implantation of the stent the pt developed a thrombus and was treated by balloon and aspiration. A 3.0 x 20mm liberte bare metal stent was implanted and an unk thrombolytic agent was the administered. Twenty to 30mg of argatroban was also given for suspected heparin-induced thrombocytopenia. Upon arrival on the ward, the pt complained of chest pain and st-elevation was observed. Coronary angiogram was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration, laser and balloon angioplasty were conducted and an unk thrombolytic agent was also given. But the thrombus was not resolved. Coronary bypass was conducted.